Manufacturer narrative:
Patient weight was not provided. (B)(4).approximate age of device ¿ 7 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had been "doing reasonably well" since implant. On (B)(6) 2015, the patient was admitted to the hospital due to an elevated lactate dehydrogenase level of 1333 u/l that was found during routine monitoring. The patient's inr was 2.40. On interrogation of the pump, no alerts were noted with the exception of pulsatility index events. Due to suspicion of pump thrombosis, the patient was listed for a heart transplant, and on (B)(6) 2015, the patient was transplanted.

Manufacturer narrative:
Device evaluation: the evaluation of the returned pump revealed a white, soft, loosely seated deposition in the outlet stator. The evaluation could not conclusively determine the origin of the deposition nor the duration of its presence in the pump. There was no evidence of lamination or denaturing and there were no contact marks on the rotor to indicate that it was present in the pump while it was operating. A correlation between observed deposition and the reported elevation in the patient¿s lactate dehydrogenase level could not be conclusively determined. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The manufacturer is closing the file on this event.